Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings missing in tampons [device physical property issue]. Case narrative: consumer reported via email that the tampon strings were missing. No injury was reported.